Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had diabetes ketoacidosis. The customer¿s glucose level was unknown at the time of hospitalization. It was reported that the sensor was so off so the customer suffered from diabetes ketoacidosis and low blood sugar. It was reported that the customer got false high and low blood glucose that caused to much or too little insulin. The customer reported that they had times when the insulin pump would not read the battery even with brand new pack. The customer reported that they had replaced the insulin four times in ten hours. The insulin pump will not be returned for analysis.